Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient experienced multiple falls with resolving pain in the right hip.

Manufacturer narrative:
Review of device history records found these units were released to distribution with no deviations or abnormalities. Product was not returned so no product evaluation could be conducted. This device was used for treatment. Components were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined for reported issue with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.